Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during procedure. It was reported that during a left internal carotid artery angioplasty stenting procedure, after the embolic protection device was removed, the patient experienced an embolic event leading to a right cerebral vascular accident. Reportedly, the patient was admitted 3 days prior to the carotid procedure with transient ischemic attack symptoms. The patient remained hospitalized with aphasia, bilateral hemianopia and extremity weakness for an additional 11 days and was then discharged to a rehabilitation facility. Although requested, there is no additional information available. Study event

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Th lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.